Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. An intravenous therapy was started with recombinant human endostatin injection connected to the central venous catheter, and the infusion was unobstructed. Approximately 24 hours later, it was observed that the pump was blocked. To resolve this issue, the tubing was flushed and the PICC was restored unobstructed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5, and d10 (add product). B5: "after reconnecting the pump to the three way valve, a 10 ml syringe was used to pull back repeatedly until unobstructed." Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 8 november 2024 and 11 november 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.